Manufacturer narrative:
Received one device. Visual inspection found upstream occlusion sensor (uso) excess adhesive. Uso sensor was repaired. The customer complaint of ¿error 41622¿ confirmed through motor test. Motor continues to run during test and immediately alarms error code 41622. Cam flex sensor is defective. Replaced cam flex sensor. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was error 41622. The event occurred during testing. There was no patient involvement.